Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system inside a watchman access system (was) was returned. The implant feet were outside the access system tip 1cm. The device was visually and microscopically examined. Inspection of the implant, sheath, hub, core wire and tip found numerous kinks in the sheath. The sheath was buckled 3-3.5cm and 5-6cm proximal of the tip. The core wire was kinked 3-4cm from the distal end. The tip was damaged as the tri-cuts were flared and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy.

Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and the physician attempted to fully recapture the closure device. The physician noted that the closure device could not be fully recaptured, and suspected that the anchor hooked in the trivalve leaflet. Another attempt to recapture was made, and it was found that the was sheath was kinked. After multiple attempts, the closure device was able to be fully recaptured, and the physician aborted the procedure. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and the physician attempted to fully recapture the closure device. The physician noted that the closure device could not be fully recaptured, and suspected that the anchor hooked in the trivalve leaflet. Another attempt to recapture was made, and it was found that the was sheath was kinked. After multiple attempts, the closure device was able to be fully recaptured, and the physician aborted the procedure. There were no patient complications or consequences that occurred as a result of this event.